Manufacturer narrative:
(B)(4). On (B)(6) 2018, it was reported that hat during surgery, the device was unable to attach the handle. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The last repair was april 20, 2016 where it was reported that the device was meshing only half skin and the bushings, roller, comb, gear, ratchet gear and side plates were replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet (B)(4) or (B)(4) on april 17, 2018 revealed that the handle detent turned in too far causing handle not to fit onto bottom roller. It was also noted that the bottom roller and handle gear were damaged. Pretest could not be performed due to damaged rollers. Repair of the skin graft mesher was performed by zimmer biomet surgical on april 24, 2018 which included replacement of the roller, gear, bearings, washers, bolts and cap nuts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review revealed that the handle detent turned in too far causing handle not to fit onto bottom roller. While during product review it was noted that the handle detent turned in too far causing handle not to fit onto bottom roller hence the device was unable to attach the handle, it is unknown how this occurred. Therefore, a root cause cannot be specifically determined with the information provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery, the device was unable to attach the handle. An alternate device was available for use to complete the surgery. There was a surgical delay of unknown duration while the patient was under anesthesia due to lack of customer response. No additional patient consequences have been reported as a result of this malfunction.